Event description:
There was an allegation of analyzer alarms and questionable bicarbonate liquid results from the cobas c 503 analytical unit. Two examples were provided. Sample 1 initial result was 41.4 mmol/l, and the repeat result was 22.5 mmol/l. Sample 2 initial result was 45.1 mmol/l, and the repeat result was 28.0 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.